Event description:
It was reported that at the beginning of a procedure, the laser system displayed an error indicative of a system malfunction. The physician tried to clear the error but was unsuccessful. The system was unable to be utilized, and the procedure was aborted. There was no report of a pt injury; however, the manufacturer is filing this as surgical intervention due to the likelihood that the pt required an additional procedure or additional treatment as a result of incompletion of the case.

Manufacturer narrative:
The manufacturer is expecting a service technician to service the laser system.